Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the manufacturer report number should have been sent under (B)(4) rather than (B)(4) as submitted on nov 25, 2024.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned for analysis. Electrical testing, visual analysis and x-ray inspection of the lead did not find any anomalies.